Event description:
It was reported that during an implant attempt, the lead exhibited low amplitude r-waves. While attempting to extract the lead, the lead helix became blocked and the lead was unable to be removed. Removal was possible by rotating the lead body counter-clockwise in order to unscrew the helix from the tissue. A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the inner insulation was torn. It was noted that the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.